Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the cuvettes were not sealed after processing. The top seal solenoid, capstand motor, drive assembly, and dim1 batteries were replaced. It was noted that the user was not wearing safety glasses at the time and was treated by the emergency department by washing out their eyes and checking for abrasions. It is possible that the user may have cut into the cuvette opposed to the separated section. The operator was guided on how to safely remove the cuvettes for disposal and the laboratory did not experience any downtime as a backup instrument was available. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator was splashed in the eye with potentially biohazardous fluid from open cuvettes from a dimension exl with lm instrument. The top sealer was not sealed properly. The operator did not require medical attention beyond first aid and wore personal protective equipment (ppe) to clean up. It was confirmed that there were no cases of slips, trips, or falls, and no cross-contamination due to the spills. There are no known reports of patient intervention or adverse health consequences due to the event.